Event description:
It was reported that patient presented to the hospital after receiving multiple shocks. Device interrogation showed noise and low pacing lead impedance. At explant, fluoroscopy revealed the lead tip separated from the lead body. The device and lead were explanted and replaced. The tip of the lead remained in place in the ventricle. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 57.0cm was returned for analysis. A fracture of the inner coil at the helix header was found consistent with cyclic stress. This fracture is consistent with the observations from the field of low lead impedance, noise, and the lead tip being separated from the lead body.